Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient was happy with his progress and performing activities of daily living without complaint post rsa in (B)(6) of 2020. The patient had a 39 standard glenosphere on a 29 +3 baseplate with a long post. On the humeral side he had a 2+ stem and a 10 degree ½ 39 +6 poly. The patient had a fall. He had pain and limited function after the fall. The patient was seen in the ER and appeared to have a poly dissociation. Revision surgery was scheduled for later that day ((B)(6) 2022). Revision surgery ((B)(6) 2022): the poly was completely out of the stem. The ring was retained within the stem. Both the poly and locking ring were removed. A spacer with +0 poly was trialed with good stability and motion. This was implanted in the patient.

Manufacturer narrative:
Correction g1 manufacturing site. The reported event could be confirmed, since the device was returned for evaluation, and matches the alleged failure. The device inspection revealed the following: visual inspection a visual inspection revealed the returned poly insert (dwr1396) to be significantly deformed at the base of the device. The metal ring that circumvents the device is missing. There are several scratches on various surfaces of the poly as well. Functional inspection: a functional inspection could not be performed due to the physical condition of the returned device. Based on analysis of the returned component and provided information, the root cause was attributed to a patient related issue. The complaint details state, ¿the patient was sledding with his grandson¿s last week, stepped on a sled, and fell on his outstretched arm. He had pain and limited function after the fall. The patient was seen in the ER and appeared to have a poly dissociation.¿ the IFU notates that falling can threaten the success of the implant and that surgeons should ¿inform patients about precautions to take in daily life to guarantee maximum implant survival.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the patient was happy with his progress and performing activities of daily living without complaint post rsa in (B)(6) of 2020. The patient had a 39 standard glenosphere on a 29 +3 baseplate with a long post. On the humeral side he had a 2+ stem and a 10 degree ½ 39 +6 poly. The patient had a fall. He had pain and limited function after the fall. The patient was seen in the ER and appeared to have a poly dissociation. Revision surgery was scheduled for later that day ((B)(6) 2022). Revision surgery ((B)(6) 2022): the poly was completely out of the stem. The ring was retained within the stem. Both the poly and locking ring were removed. A spacer with +0 poly was trialed with good stability and motion. This was implanted in the patient.